Event description:
The report we received from the another country clinical study indicated that 14-months post implant, the patient died. As indicated, the index procedure was an elective case; the target lesion was the proximal left circumflex. The vessel was a de novo, eccentric, diffused, ostium and bifurcated lesion. The vessel was moderately calcified, but not a flexion lesion. The vessel classification was type c with a reference diameter of 2.55mm and a lesion length of 32.52mm. Pre-procedure stenosis was 75% with timi iii flow. For the procedure, radial approach had been chosen and pre-dilation was not conducted, a 3.0x18mm cypher was implanted at 16 atmospheres for 16-30 seconds. Post dilation was not conducted. After the procedure, there was timi iii flow and a residual stenosis of 17%; intravascular ultrasound (ivus) was conducted. There was no problem with the procedure. During an eight month follow up, a coronary angiogram was conducted and there were no problems with the cypher implant. Six months later, the patient visited the hospital but was in stable condition; three days later, the patient took a sudden turn for the worse and was transported by ambulance due to heart failure. Cardiopulmonary resuscitation was conducted, but the patient died that day. Postmortem was not performed, but the physician's comment indicated that the patient had severe aortic stenosis, but because she was elderly, the surgery was not conducted. Therefore, it is highly like that the reason for the death was heart failure due to the aortic stenosis and not related to cypher.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt. This device is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.